Event description:
Glaxosmithkline is apparently not required to list ingredients on aquablast retainer cleaner. Why? Online reporter learned that it contains two ingredients that may cause "severe skin" and/or "eye" irritants.